Manufacturer narrative:
(B)(4). Conclusion: stent graft was implanted in a patient with an aortic neck angulation that is greater than 60 degrees.

Event description:
Additional information was received as follow: it was reported that the follow-up cta was done and there was no endoleak visible.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The aortic neck was described as large and highly angulated measuring 30.7 mm proximally, 32.5 mm distally and it was 30 mm in length. The neck angulation was 90 degrees. The distal aorta was 57.8 mm in diameter. The patient had tortuous iliac arteries. The endurant bifurcated stent graft was implanted at the origin of the right renal artery and 1-2mm below the left renal artery. Respective limbs were placed distally and sequential ballooning was performed. It was reported that upon the final angiogram a type 1a endoleak presented. The physician did not specify what they determined caused the endoleak. There was discussion between the physicians in the or around the severe angulation/tortuosity of the aortic neck. The physician re-ballooned from the left side and angiogram showed improvement; however, the type ia endoleak was still present. The physician implanted a 39x10mm stent from another manufacturer instead of an aortic screw as the aortic screw was not readily available. Post stent implant and ballooning, the final angiogram showed improved resolution of the type ia endoleak, but it was still evident. The physician decided to evaluate further on post cta and decide if the patient should return for the aortic screw and will monitor the patient. No additional clinical sequelae were reported and the patient is fine.